Event description:
As reported by the end user in (B)(6), during a pci procedure, air was noticed in the fluid management system. The reported defective device was replaced with a new device and the procedure was completed without further complications. The air was not injected into the pt and hence there was no harm to the pt.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).